Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that for the last 4 days, the battery on the insulin pump is draining within a day. She thought the batteries were not good and went to buy another pack. When inserting a new battery the insulin pump takes a while to turn on. The customer does not use the sensor feature, he does not perform excessive button pressing, daily rewinds or frequent backlight use. An off no power alarm was found in the alarm history and customer's mother also stated they received a failed battery test. The battery cap is not loose or damaged. They declined to continue troubleshooting as they were able to get the display to return and did not want to remove the battery again. Blood glucose value is unknown. It was advised that a replacement battery cap would be sent.